Event description:
During the surgical procedure, the operating physician noticed a small foreign body in the operating field. Upon further inspection, it was noted that a piece of plastic had broken off the intuitive endowrist monopolar spatula. The instrument was removed and replaced by a new instrument.